Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred the 90% stenosed target lesion was located in the forearm shunt. The 4.0mm x 40mm/40cm sterling balloon ruptured at 10atms on the initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.